Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l43070, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient felt like he was being overdosed and underdosed. The drug in the pump at the time of the event, the patient's pertinent medical history/concomitant medications, the cause of the overdose and underdose symptoms, the diagnostics performed, and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.